Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04077. The pt received her scs system including two leads (with the same lot number) on (B)(6) 2008. It was reported the pt had pain at the implant site, and it was noted there might be infection. The physician took a culture. The entire system was explanted. Follow up identified the physician did not think it looked like infection, but culture results were not provided. It was reported the issue had resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.